Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump received excessive not delivery alarms. It was also reported that insulin pump was cracked at top left corner. Customer's blood glucose was 13 mmo/l. Insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self-test and unexpected re-start error test. No excessive no delivery alarms noted. Pump passed all operating currents tested within the specification range and passed off no power test. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners and minor scratches on display window noted.